Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse found that on the main display, the helium tank was showing a red full tank and alarming low helium. The fse re-engaged the rescue unit with the cart and calibrated the helium tank. Safety, calibration, and functionality checks were performed to factory specifications.

Event description:
It was reported that before use on patient, cardiosave intra-aortic balloon pump (iabp) was not sensing helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.